Manufacturer narrative:
G4:23sep2020, b4:30nov2020 . H11: after further investigation, the customers bio-med confirmed that there was no allegation of touchscreen malfunction or failure. MFR report#: 2031642-2020-03584 was inadvertently reported in error. The touchscreen was replaced per the recall number z-1152-2020 & z-1153-2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for repair quote.